Manufacturer narrative:
This report was prepared by jane campbell, us agent and official correspondent for stille ab. Company name: (B)(6). Address: (B)(6). Telephone number: (B)(6). E-mail: (B)(6). Secure email: (B)(6).

Event description:
B5: description of event: during or at end of a procedure, (B)(6) 2025, the standard trendelenburg movement of the table stopped working unexpectedly due to a loosened internal screw. Please note that the reverse trendelenburg and emergency trendelenburg functions remained fully operational. Although no patient harm occurred, we believe this malfunction could potentially lead to a serious injury if it were to occur during a critical surgical procedure. More closely, the end user did not know that the malfunction depended on the loosen screw, but we understood it when stille's service engineer came on site 17 june.